Event description:
On 01/06/2021, it was reported by a distributor via e-mail that the ar-4501 the first meniscal cinch suture was passed and upon entering it and taking it to the most posterior part of the meniscus the tip of the suture folded, when lowering the point the peek did not go down, the second point was lowered and upon reducing and removing suture from the joint the tip broke off. The surgeon used kellys to remove the fragment. This was discovered during use in a acl procedure on (B)(6) 2021. The case was completed opening a new ar-4501.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.